Event description:
According to the complainant, the balloon was unable to be inflated. This occurred about two weeks after placement. The device was replaced with another gastrostomy device (unknown device). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Adverse event and product problem.

Manufacturer narrative:
The device was returned and a visual and functional evaluation was performed. The device functioned as intended and the reported condition of "unable to inflate" was not confirmed. Unable to confirm or duplicate the reported event.

Event description:
Note: this report is a supplement to manufacturer report # 3005099803-2008-6301.